Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7082956.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. Additional information was received that the patient was experiencing inadequate stimulation. The patient was doing well postoperatively and the explanted leads were kept by the medical facility.